Event description:
Patient with colon cancer scheduled for microwave ablation of lesions. Subsequently, under CT guidance, 2 microwave ablation needles were introduced, one in the lesion in segment 8 and the other one in the lesion in the segment 6. Contrast was injected to confirm position of the needle in good position in the tumors. However, when we connected the needles to the microwave ablation machine, the machine did not work. The clinical specialist of the medwave company was here on site and could not make the machine work. He discussed the case with his engineers. The machine had been cleared the prior day by the engineering department at el camino hospital. Therefore, since he could not make the machine work, we just decided to remove the needles. The needles were then removed. Post procedure CT was performed demonstrating no evidence of bleeding or hematoma.====================== manufacturer response for microwave ablation, (brand not provided) (per site reporter)======================